Manufacturer narrative:
The user reported irritation whenever he uses the clear adhesive patches. According to the user, the first time the symptoms appeared was on (B)(6) 2025. The user's hcp was aware of the event and was prescribed with nystapin. As per dms, user is currently not using the system since on (B)(6) 2026. The adhesive patches (clear and/or white) can cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects".

Event description:
Senseonics was made aware of an incident where user reported irritation whenever he uses the clear adhesive patches. According to the user, the first time the symptoms appeared was on (B)(6) 2025. The user's hcp was aware of the event and was prescribed with nystapin. As per dms, user is currently not using the system since on (B)(6) 2026.